Event description:
Device issue: proximal shaft separation. Time of device issue: during procedure. Adverse event: none. It was reported that resistance was met when the 2.75 x 28 promus stent tried to cross the circumflex lesion. The stent delivery system (sds) was pushed, but still would not cross the lesion and the proximal shaft separated. The sds was removed and a non-abbott stent was used successfully. A 3.5 x 28 promus was then chosen to treat a lesion in the left anterior descending artery, but if failed to cross. The device was removed and a 3.5 x 23 and 3.0 x 28 promus stents were implanted to complete the procedure. No add'l info was provided. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been rec'd.